Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. The reason for reoperation: rupture.

Event description:
Patient reported for unknown-side, "I've done my surgery 17 years ago. All I know from my implants is that they were silicone implants. I want to know if my implants are from your company. I had one that is ruptured and would like to know about warranty." Manufacturer of device is unknown. Device remains implanted.